Event description:
On(B)(6) 2013, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that a onetouch brand meter was powering off during use. The patient claimed it was a onetouch ultramini meter; however, stated it was white in color. The onetouch ultramini meter is not offered in the color white. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow-up call with the patient. The patient reported that the alleged power issue began at the start of (B)(6) 2013. The patient claimed as result of the alleged power issue she was unable to test her blood glucose. The patient informed the csr that she tests her blood glucose 4x/day and manages her diabetes with a combination of oral medications and a set dose of novolin nph. During the follow-up call, the patient informed the patient reported that her typical/normal blood glucose readings were "an average of 15.0 mmol/l." The patient claimed she continued to take her usual dose of medications despite not being able to test her blood glucose due to the alleged power issue. The csr was unable to obtain clarification from the patient regarding whether she developed symptoms after the alleged power issue started. At the time of the initial call, the patient reported developing symptoms of "hot and very sick" and during the follow-up call, she mentioned she was "constantly sweating and tired all the time." The patient was unable and/or unwilling to confirm if the symptoms developed before or after the alleged meter issue started; she stated the symptoms were "ongoing." During the follow-up call, the patient did not know if her symptoms were as a result of a high blood glucose excursion or other health problems. The patient reported that on (B)(6) 2013, she went to the hospital in response to her symptoms. At the time of her arrival, the patient confirmed her blood glucose registered approximately "14.8 mmol/l (266 mg/dl)" when tested with an ER/hospital meter. The patient denied receiving medical treatment. At the time of troubleshooting, the patient informed the csr that she threw out the subject meter and testing supplies. Replacement products were sent to the patient. This report is made based on the indication that the patient reportedly developed signs/symptoms suggestive of a serious injury after the issue started and the alleged power issue with the lfs device could not be ruled out as a cause or contributor to the event.